Event description:
It was reported that the cable either does not work when a spo2 sensor is attached to it or might give intermittent readings if the cable is jiggled. No patient involvement.

Manufacturer narrative:
Corrected data : updated to 'health professional'. The returned cable was evaluated. During this testing the unit was found to work intermittently. Measurements were possible, but when the cable was manipulated, the cable would loose connection. The issue was most likely due to frayed or damaged wires inside the connector or bend relief area. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The products have been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.